Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion and external insulation abrasion. Internal insulation abrasion was noted at 9.0 ¿ 9.8 cm, 9.0 ¿ 9.2 cm, 9.3 ¿ 9.4 cm, 10.3 ¿ 10.9 cm, 24.2 -25.5 cm from the distal tip. The etfe coating was intact at this/these location(s). External insulation abrasion was noted at 30.0 - 30.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.